Event description:
On 05/01/2009 the patient's mother reported the patient started insulin pump therapy 1 month ago and has had elevated blood glucose readings up to 430 mg/dl with his normal range being 90-120 mg/dl. She stated his blood glucose at 6:30am was 430 mg/dl. Symptoms are not feeling well and his reading was treated by removing his infusion device and taking 2 injections of insulin and drinking a lot of water. At 9:15am his blood glucose was 160 mg/dl so he reconnected to his device. She said the patient has been to the doctor and has had his basal rates adjusted twice. She stated the patient has "antibodies in his blood that affect glucose levels." He has missed 40 days of school due to diabetes and also had elevated blood glucose prior to pump therapy. The mother was concerned about the recall and said the patient stated he does have a "little trouble with the buttons." The up/down buttons are not flat and do beep. On follow up about 8 days later, the patient's blood glucose has been back to his normal range of 70-120 mg/dl for the past few days. Product was replaced and requested to be returned for evaluation.